Manufacturer narrative:
The lead was surgically abandoned, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this pt's pacemaker had an av ablation due to persistent atrial fibrillation. On (B) (6) 2009, the pt passed out several times and went to the ER; every time he would lifted his left arm, there would be loss of capture on the right ventricular (rv) lead. Under fluoroscopy nothing was confirmed wrong with this rv lead, but a mark from the suture sleeve was observed; physician believes probably a chronic fracture in this old rv lead. The pt became pacemaker dependant after a-v node ablation. A new pacemaker system was successfully implanted on the right side and this rv lead was surgically abandoned. The lead was actively implanted for approx 5 years, 6 months.